Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. The manufacturing documentation is complete. No irregularities or abnormalities were documented in the in-process checks and quality records.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): bad connection between the stopcock and the extension tube with 3 two-ways valves and 3 non-returns valves: the amine solution (syringe pump) does not correctly pass resulting in blood pressure drop of the patient.